Event description:
It was reported that the motor device vibrated really loudly and then seized up. The event was reported to have occurred during surgery. It was not reported if there were any delays to a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The unit was tested and passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was a hole in the cord near the swivel. It was determined that the hole in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.